Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer reporting, on a v60 ventilator, the touchscreen was not working properly. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was confirmed that touchscreen was not working as intended. The rse provided parts ID for the touchscreen to resolve the reported issue. Not in clinical use and no reports of patient/ user harm/injury. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.